Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It should be noted that the electronic perclose prostyle instructions for use (eifu) suture deployment step 2: depress plunger to deploy needles states: while maintaining device logo position and keeping the device at approximately a 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. The reported needle to cuff miss appears to be related to user error. The reported unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. Reportedly, the physician did not push the plunger of the prostyle device down completely and a cuff miss [suture retrieval issue] was noticed. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of a common femoral vein using the pre-close technique via a 7f sheath hole prior to a mitraclip implantation interventional procedure. Reportedly, the plunger of the prostyle device was not pushed down completely and a cuff miss [suture retrieval issue] was noticed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 25f sheath and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.